Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of report, patient experienced a rash under the adhesive patch of the sensor she inserted. The patient consulted an endocrinologist.